Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. Prior to the procedure, it was noticed that the pulling loop was fractured. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the suture was broken, some bands overlapped, and one band was broken.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of suture broken. Medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, and ligator housing) was analyzed, and a visual evaluation noted that the returned ligator head had six bands attached, and some them were moved and overlapped. The bands were not broken; however, the suture thread was broken. The handle slot had marks of insertion of the trip wire. The device was observed under magnification, the ruptured of the suture thread showed signs of tension tear. The ligator head teeth were bent/damaged. The suture hole of the ligator housing was in good condition. Per media analysis of the provided photos, and it showed the ligator housing with some bands moved and overlapped and the suture thread was broken. The bands looked damaged; however, the result of the visual analysis indicated that they were not broken. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported events of bands unable to deploy and suture broken were confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands were overlapped. These suggest that the device could not deploy. These conditions could have been generated due to excess of tension could have been applied when trying to make the deployment of the bands. The broken suture had signs of tension tearing, possibly the functionality of the device was affected in some way; perhaps an excess of force, manipulation or the technique used could have contributed. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on june 6, 2022. Prior to the procedure, it was noticed that the pulling loop was fractured. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the suture was broken, some bands overlapped, and one band was broken.